Manufacturer narrative:
Retainer ring = clear. On (B)(6), 2021 the customer was hospitalized for high bg's and insulin flow block alarm. Possibly under delivery anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. No under delivery anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no "no delivery alarm" noted on the event date when reviewing the formatted history file. There was no auto suspend alarm noted when reviewing the formatted history file. There was a user suspend, predictive suspend annunciate alarm and predictive resume quiet alert listed in the formatted history file on the event date below. (B)(6) 2021 13:50:25.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended (B)(6) 2021 12:14:41.000 alarmalertnotification faultnumber = predictive suspend annunciate alarm(811) (B)(6) 2021 12:49:52.000 alarmalertnotification faultnumber = predictive resume quiet alert(806) please see below for the boluses programmed on the evnet date from the formatted history file. (B)(6) 2021 06:12:03.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.9 (B)(6) 2021 12:58:44.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.5 (B)(6) 2021 15:30:33.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 7 (B)(6) 2021 17:02:59.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.1 (B)(6) 2021 19:10:42.000 normalbolusprogrammed bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.6 the pump passed the functional testing. Unable to confirm alleged high bg's. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No under delivery anomaly noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 19 mmol/l. The customer's current blood glucose value was 7.9 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with bolus. Customer alleging possible insulin pump was under delivery because customer getting bolus. The device will not be returned for analysis.